Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 45 days after dental implant was installed in intraoral region #28, its non-osseointegration was observed. Point thirty-five (.35) ncm of primary stability was achieved.